Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:device photograph(s) for the device related to the reported event of deflation was reviewed on 01-july-2020. Visual analysis of the photographs a device appears to have yellow biological tissue, appears to have some fluid in it, and is labeled right side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side ¿deflation of textured implant.¿ the device was explanted.